Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, cause of the ldva is the air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr, because the product is unknown at this time.a follow-up report will be filed should any significant supplemental information become available.

Event description:
During troubleshooting a low drain volume alarm appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air in patient line. The technical service representative (tsr) assisted the cg to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.